Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome switch at act button on keypad trace. Analysis was unable to verify the motor error alarmed due to keypad damage. However, the motor was tested outside of the device and passed. No damage found on motor. The insulin pump was received without reservoir, unable to verify the reservoir rubber stick out. The insulin pump was received with scratched on display window, cracked reservoir tube lip, cracked at battery tube threads and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and keypad anomaly. The blood glucose at the time of the incident was 317 mg/dl. Troubleshooting was performed. The device was returned for analysis.